Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer¿s blood glucose was 136 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump had no delivery alarm during basal. Customer states the insulin did not exit. Customer states they were unable to exit the preparing to prime loop. Customer states the rewind message occurred after an alarm or alert. Customer states they were stuck in rewind complete or bolus delivery loop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.